Event description:
When port was removed, surgeon noted the distal portion of the catheter was not intact. Patient had chest x-ray which showed a small residual identified in the right suprahilar region. Patient sent to cardiac cath unit for retrieval of approx 6 inch piece. Piece removed without incident.